Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in the lens vial. Visual inspection found no visible damage. (B)(4).

Event description:
The reporter indicated that the surgeon implant a micl13.2, -10.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Lens was explanted due to the lens being too long. A lens work order search was performed. One similar complaint was found. (B)(4).